Event description:
The reporter stated the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens and noted, under the microscope, the lens was torn. There was patient contact but no injury. The backup lens was implanted. The reporter stated the lens was probably damaged during the loading process.

Manufacturer narrative:
(B)(4). Results - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4).